Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drive was full. A technical support specialist (tss) deleted server log from application data and sql (server management studio) error logs, freeing approximately 100 gigabytes of space in total. The tss identified the database was bloated to 10 gigabytes, with purge and shrink operations unsuccessful due to size and space limitations. The tss performed a full device synchronization and verified with fse that the station was operational. The issue was resolved, and station functionality was confirmed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ms-sil-tehbp c drive was full and had critical override. A clean disk deployment did not help, and access could not be obtained. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.